Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1c6pr, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a manufacturing representative. Device information was provided. It was reported that the cause of the issue was not clear. The cap was removed from the lead, and it was found to be damaged. It was clarified that the healthcare provider thought it was contact 0 that was damaged, and decided to cut off the tip of the lead. The hcp connected the lead and extension with the tip removed. Impedance measurements were taken, and there were still out of range impedances found on contact 3. The event ended with the impedance measurements, and no further action has been taken.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that during the stage ii implant procedure, it was found that electrode #3 was damaged at some point and almost completely broken off. The rep reported that the hcp cut the electrode off altogether, resulting in all pairs with electrode 3 being open. The rep reported that all other electrode pairs were within normal ranges. The rep reported that the was visible damage to the lead. No patient symptoms were reported. No further patient complications have been reported as a result of this event.